Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other two proglide devices referenced in describe event or problem are filed under separate medwatch manufacturer report numbers.

Event description:
It was reported that suture placement in both the extremely calcified right common femoral artery (rcfa) and left common femoral artery (lcfa) were attempted with three proglide devices, using the pre-close technique, via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, a cuff miss occurred with all three proglide devices. Three additional proglide devices were used for successful suture placement using the preclose technique in the rcfa and lcfa. The sheath was upsized to a 14f. The tavi was completed and hemostasis was achieved with the sutures of the pre-placed proglide devices in the rcfa and lcfa. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported cuff miss was confirmed. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.